Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted tissue visible in helix. Proximal conductor is distorted at 19cm, explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced fatigue and bradycardia. The right atrial (ra) lead exhibited non capture and was not sensing. It was discovered that the ra and right ventricular (rv) leads dislodged. Both leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.